Event description:
The caller reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose of 500 mg/dl. It was stated that the customer had been experiencing blood glucose levels between 400 and 500 mg/dl. It was stated that the customer has been inserting on the right side of his abdomen because his left side is unusable due to previous infections. The customer declined troubleshooting and requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.